Event description:
It was reported to tyco healthcare that a customer had a problem with the safety syringe. The customer reports during hiv positive blood transfers from vial to another one, the needle suddenl disconnected and blood fell down on technician hands.